Event description:
It was reported that the patient's lead migrated and patient lost therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, therapy was established.